Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 720 mg/dl. The customer alleged that the pump did not deliver insulin; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and the alleged root cause could not be confirmed. Customer administered a manual injection to address the issue and went to the emergency room with small ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.